Event description:
It was reported the pt presented with a right middle cerebral artery (mca) aneurysm. As the physician was attempting to fit the first coil (subject device) into the aneurysm, the coil reportedly "snapped inside the microcatheter" which resulted in a coil breakage and a portion of the coil protruding out into the parent vessel. The physician made an attempt to capture the coil with a snare, but was unsuccessful. During the time, the physician was attempting to utilize the snare, a small thrombus was allegedly formed and was dissolved with reopro. The physician successfully implanted a stent to pin the loose portion of the coil to the vessel wall. After stent placement was completed, the physician proceeded to implant approx sixteen more coils of various sizes and brands when the same phenomena of the coil breaking in the microcatheter occurred again. The physician was able to "push" the coil into the aneurysm with the microcatheter. Two more non-boston scientific coils were implanted following this second event. Due to the reopro administered for the thrombus noted earlier in the case, some bleeding was noted, however imaging showed the pt had recovered.

Manufacturer narrative:
Device manufacture date: unk as batch number was not reported.